Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("the device on the right is located entirely in the uterine cavity / both inserts had migrated into the uterine cavity"), abdominal pain ("abdominal pain"), menometrorrhagia ("heavy menstrual bleeding, relatively more frequent and longer menstrual periods"), the second episode of pelvic pain ("variable painful pelvic symptoms, that are troublesome on a daily basis , constant") and post procedural haemorrhage ("post-operative bleeding") in a (B)(6) female patient who had essure (batch no. D31454) inserted for sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included parity 2, gravida ii, iodine allergy, delivery in 1998, tobacco user, appendicectomy, amygdalotomy, prosthesis implantation, contrast media allergy, allergic reaction to antibiotics, migraine, iodine allergy, tracheitis nos on (B)(6) 2014, psychological disorder nos ((depression, anxiety)) and dental prosthesis user. Patient did not have any gynaecological problems prior to her problem with tubal ligation. She was in perfect health prior to placement of the essure inserts. Oestrogen-progestin appear not recommended due to tobacco use. Previously administered products included for an unreported indication: ketek (telithromycin) + cortancyl (prednisone) +paderyl (codeine phosphate hemydrate), ketek (telithromycin) + cortancyl (prednisone) +paderyl (codeine phosphate hemydrate), alprazolam, iud (unspecified), valdoxan (agomelatine) and ketek (telithromycin) + cortancyl (prednisone) +paderyl (codeine phosphate hemydrate). Past adverse reactions to the above products included adverse event with iud (unspecified); headache with valdoxan (agomelatine); and tachycardia with alprazolam. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced post procedural haemorrhage (seriousness criterion medically significant), procedural pain ("post-operative pain"), procedural nausea ("pots-operative nausea") and procedural dizziness ("post-operative dizziness"). On (B)(6) 2016, the patient experienced depression ("anxiodepressive syndrome"). In (B)(6) 2016, the patient experienced abdominal pain (seriousness criterion disability), menometrorrhagia (seriousness criterion disability) and flank pain ("sensitivity in the left flank"). In (B)(6) 2016, the patient experienced uterine inflammation ("suspicion of minor inflammation of the endometrium, localised on the intra-uterine process"). In (B)(6) 2016, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), abdominal distension ("swollen abdomen / bloating"), abdominal pain lower ("constant lower abdominal pain"), sexual dysfunction ("her sex life was also affected") and poor quality sleep ("sleep quality affected"). On (B)(6) 2016, the patient experienced the first episode of pelvic pain ("pelvic pain post tubal ligation"). On (B)(6) 2016, the patient experienced uterine enlargement ("uterus was described as slightly enlarged, with multiple fibroids"), uterine leiomyoma ("uterus was described as slightly enlarged, with multiple fibroids"), uterine disorder ("very mobile and heavy uterus") and endometrial thickening ("very thick mucosa around the inserts"). On an unknown date, the patient experienced the second episode of pelvic pain (seriousness criteria medically significant and intervention required), pain in extremity ("anterior bi-crural pain when in the seated position"), device intolerance ("suspicion of intolerance to the inserts developement") and pain ("pain on the left, which prevents her from sleeping on the left side"). The patient was treated with naproxen sodium (apranax), agomelatine (valdoxan), alprazolam, paroxetine and surgery (hysterectomy to remove essure, and laparoscopy for tubal ligation). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, menometrorrhagia, post procedural haemorrhage, procedural nausea, procedural dizziness, uterine inflammation, abdominal distension, sexual dysfunction, poor quality sleep, device intolerance, uterine enlargement, uterine leiomyoma, uterine disorder, endometrial thickening and depression outcome was unknown and the abdominal pain, the last episode of pelvic pain, procedural pain, flank pain, abdominal pain lower, pain in extremity and pain had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, depression, device expulsion, device intolerance, endometrial thickening, flank pain, menometrorrhagia, pain, pain in extremity, poor quality sleep, post procedural haemorrhage, procedural dizziness, procedural nausea, procedural pain, sexual dysfunction, uterine disorder, uterine enlargement, uterine inflammation, uterine leiomyoma, the first episode of pelvic pain and the second episode of pelvic pain to be related to essure. The reporter commented: immediately after the removal procedure, the consumer felt an improvement in her state of health and, in particular, resolution of pain, which had been constant for several months. As the days passed, she resumed her normal activities, which included driving, swimming and household chores. Report on pre-anaesthesia consultation on (B)(6) 2015: allergical risk evaluation: nothing to report except for augmentin and iodine. Respiratory risk evaluation: nothing to report, except tobacco. Neurological risk evaluation: nothing to report, except migraines and psychological disorder (like depression, anxiety). Other risk evaluation: nothing to report except dental prosthesis. At the time of essure placement no concomitant treatment. Operative report on essure hysteroscopy on (B)(6) 2015: other contraceptive method not tolerated. Cervix was correct, left and right ostia were seen. On right side, implant placement was easy, no difficulty, 1 expanded outer coil in cavity. On left side, implant was placed on about 2 cm , it was not possible to go up, 8 expanded outer coil in cavity. Intervention duration: 20 min. Observation on (B)(6) 2016: valdoxan was replaced by paroxetine due to intolerance observation on (B)(6) 2016: consultation for pelvic pain post tubal ligation: biological values normal, laparoscopy to be done. Observation on (B)(6) 2016: clips ablation, tubal ligation + endometrial resection (anatomopathology: benign). Diagnostic results (normal ranges are provided in parenthesis if available): abdominal x-ray - on (B)(6) 2016: not reported. Blood pressure measurement - on (B)(6) -2015: 122/72 mmhg. Heart rate - on (B)(6) 2015: 77 beats/min. Ultrasound pelvis - on (B)(6) 2016: left coil protruding 32 mm into uterine cavity; on an unknown date: right coil migrated into uterine cavity; on an unknown date: enlarged uterus with multiple fibroids. On (B)(6) 2016: pelvic ultrasound: on the left, 3.2 cm of the essure insert protruded into the uterine cavity, nevertheless it was correctly inserted in the left uterine cornua. No abnormality on the right. Uterus anteverted and anteflexed, 9.4 cm hight, 4 cm thick, 5 cm width. On (B)(6) 2016: the laboratory tests found no features suggestive of infection. Pelvic ultrasound: the device on the left is located in the left uterine cornua and the device on the right was located entirely in the uterine cavity. On (B)(6) 2016: operative report: doctor indicated this time that both inserts had migrated into the uterine cavity. The patient's uterus was described as "slightly enlarged, with multiple fibroids". Surgeon made several observations: "very thick mucosa around the inserts", "very mobile and heavy uterus". On (B)(6) 2016: the specimens collected from the uterine tubes during hysterectomy showed no abnormalities (anatomopathology: benign). Smear test normal. Blood sample included serologies with no particular problem. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 25-sep-2017 for the following meddra preferred terms: device expulsion - the analysis in the global safety database revealed 287 cases. Abdominal pain - the analysis in the global safety database revealed 1.286 cases. Menometrorrhagia - the analysis in the global safety database revealed 43 cases. Pelvic pain - the analysis in the global safety database revealed 4.399 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-sep-2017: information received from a layer via legal department: past medical history and relevant lab tests added. Events added: anxiodepressive syndrome and pelvic pain post tubal ligation. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.